Manufacturer narrative:
This device is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure placement difficult presented which has been said to be allegedly due to damage or defect to the lumen of the lead. A new non-boston scientific lead was used to complete this procedure. No adverse patient effects were reported. This device is not expected for return. Due to the nature of this allegation, this complaint aligns with a current corrective action which is as enclosed in this report. Should updated information be received, a follow up report will be provided.